Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had colored lines and dots that blocked the graphics and text. Customer's blood glucose was 130 mg/dl. Customer declined follow up from tandem technical support to ensure back-up insulin therapy was obtained.